Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to a laboratory device, performed within 10 minutes of each other. No results were provided; however, the reporter claimed that the subject meter's results were 2 mmol/l higher than the laboratory device. This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.